Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Lot history review shows that no quality issues were noted during the production build.

Event description:
Date of event is unknown. The user reported a leakage at the joint between the white and transparent part of the smartsite plus needle-free valve. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The smartsite plus has been requested for investigation but not received to date.